Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 4 MDR's filed for the same patient (reference 1825034-2014-02816 / 02818 and 05597).

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2003 and a revision procedure on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels and loss of range of motion, metal poisoning and metallosis. Legal counsel for patient further reported patient underwent a second revision procedure on (B)(6) 2013, due to dislocations of the hip. A review of invoice history confirmed the initial arthroplasty and that the modular head was removed and replaced with ceramic head and taper adapter. A review of invoice history further confirmed the revision procedure on (B)(6) 2013, to remove and replace the ceramic head and taper adapter. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2013 was due to pain, aseptic lymphocyte dominated vasculitis associated lesion response, and elevated cobalt metal ion levels. The patient's operative report noted soft tissue staining with fluid, consistent with alval; and osteolysis. Additional information received in patient medical records indicates that left hip revision procedure performed on (B)(6) 2013 was due to recurrent dislocation. The patient's operative report noted a hematoma. Additional information received in patient medical records noted that on (B)(6) 2013 and on (B)(6) 2014 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. Muscle and fibrous tissue laxity can also contribute to these conditions. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-02816 / 02818).

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2003 and a revision procedure on (B)(6) 2013, due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels and loss of range of motion, metal poisoning and metallosis. Legal counsel for patient further reported patient underwent a second revision procedure on (B)(6) 2013, due to dislocations of the hip. A review of invoice history confirmed the initial arthroplasty and that the modular head was removed and replaced with ceramic head and taper adapter. A review of invoice history further confirmed the revision procedure on (B)(6) 2013, to remove and replace the ceramic head and taper adapter. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.